Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with wrinkles on the flap of the right eye (od) at 1 day post op exam. A brief description from the surgery center indicated there were wrinkles and the flap was displaced superiorly. The patient¿s comment was of that the right eye was a blurry. The flap was lifted and smoothed out to resolve the wrinkle on the right eye. Bcva from (B)(6) 2016: right eye pre-op 20/20 -8.25 x .00 x 90; left eye pre-op 20/20 -9.50 x .00 x 90.